Event description:
Consumer reported incident from 5 years ago, where needle broke off in his stomach on left hand side. Customer stated needle traveled down his leg and pierced an artery in his leg. The artery burst and caused a clot but didn't do anything else. Consumer states his leg turned black. The doctor at the hospital called it a pseudo aneurysm. States the dr never found the needle and feels it's still in his body. Consumer said they made an incision. They mainly went into to see why and how the artery burst. He also mentioned that he still has a (5) pound clot in his leg.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will still continue to monitor on monthly trend reports.